Event description:
The customer called to report button error, weak battery, and other alarms on the insulin pump after being exposed to moisture. The reported blood glucose reading was 137 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage, corroded electronic and motor assembly. Unable to verify any alarms due to the blank display.